Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty inserting the lead into the device header. After several tries, the terminal pin was successfully inserted. No adverse patient effects were reported.